Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. The event reported a shell impaction platform broke during impaction. No harm was reported. Visual inspection confirms the product was broken at the interface where the button seats in the product. Review of device history records show 41 devices were accepted into final stock on 01/25/2016 with no reported discrepancies. Review of complaints within the trackwise database for p/n 206270, l/n 45031215 show one other complaint related to the failure in this investigation. The pr# is (B)(4). Conclusion: the failure was confirmed. No action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Upon impacting cup the impaction cap broke. Tha case.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Upon impacting cup the impaction cap broke. Tha case.